Event description:
Boston scientific received information that this patient presented to the emergency room with chest pain. The preliminary diagnosis was of chest pain secondary to pericarditis. Pain medications were administered to the patient and a CT angiogram showed evidence of a moderate sized pericardial effusion which may have occurred during placement of this right ventricular lead. Observation of the patient continued and an echocardiogram showed a small posterior pericardial space effusion without hemodynamic consequences. The patient was discharged when she was no longer symptomatic.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.